Event description:
The patient¿s trial started about six weeks ago and last three days. The lead came loose at the end of the third day so they ended up taking it out. It worked really great during the trial. Additional information has been requested, and if received a follow up report will be sent.

Manufacturer narrative:
(B)(4)